Manufacturer narrative:
The device is referenced in this report has not yet been returned to omsc for evaluation. Omsc checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined at this time. However it is generally known that the perforation during endoscopy is attributed to handling by physician and/or patient's condition. According to the literature, it is known that perforation may cause pneumoderma and/or gas embolism, and so on. This report is being submitted as a medical device report in an abundance of caution. If significant additional information is received, a supplemental report will follow. Please cross reference 8010047-2015-00760.

Event description:
During the colonoscopy with the ucr and the cf-h190l, the patient's sigmoid was perforated. The patient had the diverticular disease as previous disease. The patient was treated for the perforation with 2 clips. After the procedure, the pneumoderma occurred on the patient's face. The facility scanned the patient and found the air behind the eyes. The patient was admitted to the ICU and stayed for two days, and then the patient was moved to the ward for one week. Then the patient was discharged. The air behind the eyes dissipated gradually in three weeks. The facility staff stated that during the procedure both the air (maybe by light source) and co2 by ucr were supplied to the patient. The setting level for both the air and co2 was unknown.